Event description:
At the nusring home, a nurse accessed the port but it was impossible to inject or aspirate blood. She contacted the vascular access specialist team via phone. The patient was advised to come to the hospital for further assessment. Upon evaluation, the vascular access specialist nurse noted red discoloration around the access port and the patient had fever. The port was not accessed and antibiotics (amoxicillin) were started.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: the batch record, number 37020000 was reviewed: the batch is within the specifications and no discrepancy was observed. No other similar complaint was reported on the 150 units released in december 2023. Summary of investigation: the involved device were not returned for evaluation. Context review: an infection was detected 10 days after the implantation of the implantable port. Amoxiciline was given. No bacteria has been identified. Adverse event resolved 2 weeks later without sequelae. Manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Indeed, the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes. The products are packaged by a double sterile barrier. The packaging has been validated to withstand storage and transport conditions. Complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. Conclusion: the available elements are not sufficient to identify the exact root cause of the infection. However, as: the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes; no other complaint was reported on this batch; the device is supplied in a double sterile barrier packaging; the IFU gives recommendations to avoid this type of complication; this incident seems not directly imputable to the device. The global complaint rate for infection on celsite access ports is very low (0,001%). No corrective action is foreseen at that time.